Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly. Customer¿s blood glucose was unknown at the time of incident. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Act, esc and up arrow buttons did not respond due to flattened button dome switches(no crease). No unlock on lcd keypad connector noted. Unable to perform self-test and displacement test due to button keypad anomaly. No long time during replacement battery noted. No damage on electronics noted. Insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.